Event description:
The sales rep called to inform us that when conducting an acl procedure using the acl disposable kit, a piece of the wire broke off and remained in the femur of the patient. The sales rep reported that there was a small delay.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was not returned and therefore a physical evaluation cannot be performed. Based on the information provided, it cannot be determined what caused this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Based on the overall rate for this issue, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep called to inform us that when conducting an acl procedure using the acl disposable kit a piece of the wire broke off and remained in the femur of the patient. The sales rep reported that there was a small delay.